Event description:
The customer reported that the alarm is sounding and the system is displaying bad images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep ordered and replaced the x-ray tube as well as collimator slide with knob, arm cable holder/cover, missing screws, sharpie with blank label, and arm elbow cap/plug. He performed beam alignment, checked r-output, verified resolution, and verified camera iris tracking. The system operates as intended.